Manufacturer narrative:
The fse replaced the dual diluent filters to resolve the leak. The fse performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported an uncontained leak of approximately one (1) ml of clear fluid from the coulter ac.t diff analyzer during start up. The customer was not wearing personal protective equipment when the leak occurred. There were no reports of injuries, erroneous results, direct physical contact with the leak or change in patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.